Event description:
It was reported that the perclose prostyle device was difficult to insert. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to insert could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a guide wire patency test was performed using a proxy 0.035-inch guide wire. The guidewire was backloaded without resistance. Hydrophilic coating was present throughout the surface of the sheath via tactile inspection with water. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to insert could not be determined. Factors that contribute to difficult to insert into the anatomy, include, but not limited to, patient artery/anatomy variables. The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.